Manufacturer narrative:
(B)(4): the meter failed testing. The meter was found to have a spc pin 2 lifted high.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
The lay user/patient contacted lfs on (B)(6) 2012 alleging a product usability with her one touch verio pro meter. A medical surveillance specialist (mss) sent follow up questions; however, the customer care advocate (cca) was unsuccessful in getting a hold of the patient. The following was based on the initial call placed on (B)(6) 2012. The patient had mentioned that on the morning of (B)(6) 2012, she attempted to test her blood glucose and was unsuccessful since the test strip port was blocked and the patient was unable to obtain a reading. In the afternoon, she had developed symptoms of feeling dizzy and self-treated with food/drink and did not seek any further medical attention or contact their physician for assistance. The alleged issue was not resolved over the phone and the product was replaced. At this time there is no evidence that the meter caused or contributed to an adverse event since the patient's symptoms are not suggestive of a serious injury. The complaint is being reported since the alleged issue was not resolved over the phone.

Manufacturer narrative:
Product was replaced and requested back. Lot number of test strips was not provided.